Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed nine other similar product complaint(s) from this lot number (391593, 403561, 403565, 404134, 410159, 416306, 416307, 417748, 422176).

Event description:
It was reported that the dr implanted a long-term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt's catheter was dislodged out of his body when he was staying at home. He went to the hosp and the dr found the cuff still in pt's body. The dr has to implant a new catheter via left ij.